Event description:
During anterior right total hip arthroplasty, the drill bit broke during use.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: prosthesis, hip, femoral component.

Event description:
During anterior right total hip arthroplasty,the drill bit broke during use.